Event description:
On (B)(6) 2014, the customer contacted beckman coulter and reported a leak when using the coulter® lh 500 hematology analyzer. On "(B)(6) 3014", the customer stated there was no active leak on the blood sampling valve (bsv), however there was precipitation and a crusty clenz residue. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer cleaned the bsv (blood sampling valve) resolving the issue. The customer also stated the instrument was operational with no further issues. A beckman coulter field service engineer (fse) was not dispatched to evaluate the instrument. (B)(4).